Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the electrode impedances were out of range and greater than 10000ohms. It was unknown what factors may have led to the issue. The electrode impedances were checked and programming was done around the electrodes that were out of range. All the primary pain targets were covered. The issue was not resolved at the time of the report. The indications for use were spinal pain and radicular pain syndrome. No patient symptoms reported.